Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that an implantable neurostimulator was not functioning for the past three weeks. The patient experienced a fall, resulting in a broken shoulder and arm in two places. They noted that the problem they were having was frequent urination every half hour for about three weeks. The patient was redirected to their healthcare provider to further address the issue, however, the patient was unable to visit their healthcare provider due to the broken arm. During a call, an attempt was made to guide the patient through therapy adjustments and the handset initially powered on but then turned off and would not power back on. The patient noted that they thought they had just charged the handset and did not have the charging cord with them at the time of the call. The patient was advised to charge the handset and call back for further assistance. On 2025-jan-30 additional information was received from the patient. They reported that they were calling because they couldn't pee they just got out of the hospital yesterday where they had shoulder surgery several days ago and while they were in the hospital, a catheter had to be put in them because they felt like they had to pee but could not. The patient said they did not turn therapy off for the surgery they did not bring their equipment with them to the hospital. They said they noticed they could not empty all the way, a few days after they had a fall on (B)(6) (2024) when they missed a step, fell and broke their shoulder then starting the first week in (B)(6) (2025) they noticed it stopped helping. The patient was assisted in synching with their device and they confirm the therapy was on, they increased and confirmed comfortable sensation. Reviewed general therapy optimization information and redirected to their hcp. The patient will maintain stimulation level and will continue to track symptoms. They were redirected to their doctor. The patient mentioned unrelated medical history. This included that prior to getting the device they fell and hurt their spine, had urinary retention and that was why they got implant.